Event description:
It was reported that when an asymptomatic patient presented in clinic for a follow-up, post-paced t-wave oversensing on the ventricular channel was observed via stored egm. Programming changes were made, and the device remains implanted.

Event description:
New information received indicates that episodes of non-sustained rv oversensing due to another instance of post-paced t-wave oversensing was observed. The patient was asymptomatic. Programming changes were made.